Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to complications: corrosion at the neck and stem junction; prosthetic has caused alval and metal poisoning. (Right).

Manufacturer narrative:
Additional information received from litigation: updated incident description, part #, and evaluation codes.

Event description:
Allegedly the patient was revised due to mom complications: pain was experienced as a result of metalosis or corrosion of one of the modular interfaces of the right hip joint. (B)(6) medical chart includes dr.(B)(6) notation from january 2016 that "a large abnormal tissue mass is noted within the ileopsoas bursa measuring 6.7 x 2.2 x 2.5 cm in caudocranial, anteroposterior and transverse dimensions, respectively." Dr. (B)(6) found the mass "highly suggestive of a metal on metal pseudotumor (alval)." " corrosion at the neck and stem junction; prosthetic has caused alval and metal poisoning." (Right) additional information received from litigation on 6.5.19: updated implant date, original surgery location, and were able to locate 3 invoices from same date of surgery to determine parts used.